Manufacturer narrative:
The device was returned to a manufacturer investigation laboratory. The device has been externally and internally inspected by the manufacturer. The evaluation result found dust, keratin, black contamination, white contamination in the device. The manufacturer unable to confirm the evidence of foam degradation or breakdown.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/ short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.